Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with an unknown device. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 84.6cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the inflation lumen and on the balloon folds. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 80% stenosed, 3.25x12mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.25mm x 12mm quantum maverick balloon catheter was used; however, a shaft fracture was noted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that shaft break occurred. The 80% stenosed, 3.25x12mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.25mm x 12mm quantum maverick balloon catheter was used; however, a shaft fracture was noted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.